Event description:
According to the reporter, occurred during a laparoscopic sigmaresection. The anvil could not be connected with the instrument. No patient injury or extension in surgical time. Patient status is well.